Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ethanol gen.2 (etoh) on one patient sample. The initial etoh result was 0 mg/dl, which was converted to 0.000 g/dl, and was reported outside of the laboratory as <0.01 g/dl. The physician questioned the result and the sample was repeated. The repeat etoh result was 284 mg/dl, which was converted to 0.284 g/dl. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot number of the etoh reagent in use was 68501501, with an expiration date of 12/31/2013. The field service representative could not determine a cause for the issue. He checked the rinse mechanism, squeegees, tubing, and the pressures and levels. He also adjusted the sample probe rinse level, replaced cells and verified detergent 1 dispense concentration. He performed mechanism checks, a cell blank and an instrument check.

Manufacturer narrative:
The investigation could not determine a specific root cause. A general issue with hardware or reagent could be excluded as calibration and controls have been in range prior to the incident. The instrument was checked after the event and the precision check was excellent. It was noted that possible root causes could be foam on the sample or the sample tube not being upright in the rack.